Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event please see associated reports:0001825034-2017-0970, 0001825034-2017-09710. Concomitant medical products- us157858 name: m2a-magnum pf cup 58odx52id lot: 561020, part: 157452 name: m2a-magnum mod hd sz 52mm lot:708330. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip revision due to pain. It was noted that there were signs of radiolucency on the shell and the patient had a history of having limited range of motion.